Event description:
Philips received a complaint on the v60 ventilator, indicating that the alarm of "ventilator restarted" (diagnostic code: 1101) occurred. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Initial reporter name and address: (B)(4).

Manufacturer narrative:
H10: philips received a complaint by the customer on the v60, indicating that the touch function of the device was not responding. The staff performed a calibration on the screen but because the display was misaligned, they were unable to execute the calibration properly. The screen remained even when they pulled the power chord from the unit. A few minutes later the device shut off completely and upon the device restarting the "check vent: ventilator restarted" alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. "Check vent: ventilator restarted" (diagnosis code 1101) had occurred because calibration for the touch screen had failed to be executed properly. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.